Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube)/right fallopian tube with distal end of essure protruding through tube but covered in peritoneum') and pelvic pain ('pain/pelvic pain') in a 35-year-old female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation tests.". The patient's medical history included morbid obesity and c-section (prior c-section x2). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swing") and migraine ("migraine/ headache"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and headache ("head pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, headache, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, alopecia, mood swings and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: date of removal: (B)(6) 2019, (B)(6) 2019. Insertion details: three coils could be seen extruding from the os on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.7 kg/sqm. Lot number: c26967 manufacturing date: 2014-02 expiration date: 2017-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube)/right fallopian tube with distal end of essure protruding through tube but covered in peritoneum') and pelvic pain ('pain/pelvic pain') in a 35-year-old female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "didn¿t undergo essure confirmation tests.". The patient's medical history included morbid obesity and c-section (prior c-section x2). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swing") and migraine ("migraine/ headache"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and headache ("head pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, headache, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, alopecia, mood swings and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: date of removal: (B)(6) 2019. Insertion details: three coils could be seen extruding from the os on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.7 kg/sqm. Most recent follow-up information incorporated above includes: on 15-sep-2020: pfs received. New reporter information and lot no was added. Medical device removal event replaced with new events- abdominal pain, alopecia, back pain, bladder disorder, device breakage, dysmenorrhea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, mood swings, pelvic pain, urinary tract disorder, vaginal discharge, medical device monitoring error. Severity added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received event injury was updated to medical device removal. Patient demographics was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.